Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm) model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead explant procedure due to multiple high impedance contacts. The physician suspected lead fracture and the leads were replaced. During the explant procedure it was noted that the lead fracture was not visible, and no internal cables appeared to be exposed. The patient was doing fine post operatively.

Event description:
A report was received that the patient underwent a lead explant procedure due to multiple high impedance contacts. The physician suspected lead fracture and the leads were replaced. During the explant procedure it was noted that the lead fracture was not visible, and no internal cables appeared to be exposed. The patient was doing fine post operatively.